Event description:
Physician placed the 8-4 opti-plast xt in a dialysis fistula, inflated twice, withdrew the guidewire to inject contrast. After injecting contrast, was unable to replace the guidewire. After several attempts, the 8-4 opti-plast xt was withdrawn from the pt. No pt injury.